Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. It was reported that the implant had to be removed after it was placed to deep using a surgical guide. The guide involved in the event is currently investigated and an additional report will be sent for the guide.

Event description:
It was reported that a patient experienced a dental implant loss.